Event description:
It was reported that the pump "failed" and the patient experienced baclofen withdrawal in 2007. The pump was subsequently replaced. No other information was provided at the time of this report.

Manufacturer narrative:
The serial number is included in the range for the synchromed el pump motor stall due to gear shaft wear manufactured beginning september 1999 physician communication (dated august 2007).